Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) reporting that it was impossible to start the stimulation with the wireless external neurostimulator (wens). There were no external contributing factors. Diagnostics/troubleshooting was performed. No more communication between the wens and the patient controller. The therapy test was stopped. The action taken to resolve the event was 2 new battery changes and communication test with the tablet without any success. The lead was repositioned during a second intervention in the operating room along with the wens was replaced with a new product and there was no problem. The test was positive. The issue was resolved at the time of this report. It was noted that the patient was implanted. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the lead needed to be repositioned due to bad positioning at the start. The lead was not in the peridural space.